Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a normal replacement of this device it was difficult to remove the competitor lead. A competitor torque wrench was used. During the attempt to remove the lead the torque wrench broke and the header of the device was destroyed. The lead was removed and connected to a competitor device. The device will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the seal plug was missing, and the back of the header was missing and not returned. All setscrews moved freely and operated normally. The device was then exposed to simulated heart load conditions, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis concluded the damage noted to the header was induced. Visual inspection of the header and lead barrel could not identify a reason why the lead was stuck.